Manufacturer narrative:
The pump passed the displacement test, rewind, basic occlusion test, prime/compromised force sensor system, excessive no delivery test, and occlusion test. The pump was monitored and tested with no motor running noted when changing reservoir and no buzzing noise noted when the pump rewind. It was noted that the pump was received with a cracked battery tube thread and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she was having a low blood glucose. Customer took her pump off and stated that there is a buzzing noise and it says to rewind. Customer's blood glucose was 87 mg/dl at the time of the incident and her current blood glucose was 487 mg/dl. Customer has treated with food and glucose tablets. Customer stated that the pump has not been buzzing. Customer was advised to speak with her health care professional regarding her low blood glucose. Customer stated that she took the reservoir out and her blood glucose went to 157 mg/dl and then 87 mg/dl. Customer stated that the motor keeps running when she has the backlight on the pump. Customer performed and completed the self test and she did not hear any noise. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.